Event description:
Customer called to report false susceptible with e. Coli atcc #35218. The zone size should be 6mm and the customer is getting 23mm. Customer is following proper set up procedure and storage.

Manufacturer narrative:
Internal investigation of retention product also exhibit a false susceptible result when tested against e. Coli atcc 35218. Internal investigation has shown that this lot of ticarcillin contains clavulanic acid, a compound that inactivates e. Coli atcc 35218's beta-lactamase enzymes, allowing the antibiotic to kill the organism creating a zone of growth inhibition with the kirby-bauer test methodology.